Event description:
It was reported that the customer received no delivery alarms on the insulin pump during bolus delivery. The patient's blood glucose was 388 mg/dl. The customer was treated with a bolus. Troubleshooting was performed. During a fixed prime, insulin exited the tubing. Insulin also exited when a plunger pushed insulin through. Insulin also exited during a manual prime. The alarm was explained to have been caused by an infusion set or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).